Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing two dim bulbs on the system illuminator. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The illuminator had a crack in the lens. The nonconforming tabletop illuminator was replaced to resolve the issue. The system was then tested and met all product specifications. The nonconforming tabletop illuminator was received and a visual assessment of the returned sample revealed no obvious nonconformity. The returned tabletop illuminator was installed in a calibrated system and tested. The lumens outputs at both ports did not meet specifications. The tabletop illuminator controller printed circuit board (pcb) was determined to be the root cause. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming tabletop illuminator controller printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).